Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow-up, noise was observed on the atrial lead. The lead was capped due to sensing anomaly and a new lead was implanted. Patient condition was good post procedure.